Event description:
It was reported that the recorder has been detecting asystole events that are not true asystole events due to undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.